Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the stenosis remains indeterminable. If new information becomes available, a supplemental report will be submitted. Record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21 mm aortic valve is failing due to stenosis after an implant duration of 7 years, 1 month and is being evaluated for a valve-in-valve procedure. The procedure has not been scheduled at this time and no other information was provided.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The 23mm transcatheter valve was successfully implanted. The patient was discharged home on post-operative day three.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a patient with a 21mm aortic valve underwent a viv procedure due to aortic stenosis. The implant duration of the subject device is 7 years, 1 month. A 23mm transcatheter valve was implanted. Per physician's notes: transthoracic echo, preoperative, revealed premature stenosis with mean gradient of 42mmhg. A tee showed significant leaflet thickening and immobility with only a small central opening. A mean gradient of 72mmhg was obtain confirming severe aortic stenosis. Right heart catheterization with coronary angiogram showed only minimal non-obstructive coronary disease with very mild pulmonary hypertension.